Manufacturer narrative:
Additional information: blocks b3, b5, and d6 updated based on the clarification received from the customer regarding the event/procedure date. Block a2: the exact age of the patient is unknown. However, it was reported the patient was over 18 years. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: device/patient code 1907 captures the reportable event of severe allergic reaction. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted during a transobturator sling procedure performed on (B)(6), 2020. According to the complainant, after the implantation, the patient has had a severe allergic reaction. The patient was presented with the symptoms of inflammation, itching sensation and tightness in the chest. Subsequently, the patient was then referred to an allergist to do a patch skin test. Reportedly, the issue is still ongoing.

Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. Date of event was approximated to (B)(6) 2020, the implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted during a transobturator sling procedure performed on (B)(6) 2020. According to the complainant, after the implantation, the patient has had a severe allergic reaction. The patient was presented with the symptoms of inflammation, itching sensation and tightness in the chest. Subsequently, the patient was then referred to an allergist to do a patch skin test. Reportedly, the issue is still ongoing.